Event description:
A customer reported repeatable false negative hbsag result on a patient sample using the vitros hbsag assay on the eci analyzer. Patient results were reported and questioned by the physician. False negative bhsag results could present a risk to public health. There was no report of patient harm as a result of this event.